Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The field generator emitter was replaced. The navigation system then passed the system checkout and was found to be fully functional. The field generator emitter was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported problem could not be duplicated. The field generator emitter was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. It was determined that the returned field generator emitter was fully functional with no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system¿s emitter was intermittent. When the cable was manipulated, the tracking seemed to go out but then track again. After checking the emitter interface, it was found that coils 1-4 were off. The emitter was still tracking in the software, but the coils were off. There was no patient present when this issue was observed.